Event description:
New information on (B)(4) 2014 notes that the lead exhibited intermittent capture.

Event description:
New information notes on (B)(6) 2014 the lead was explanted and replaced.

Event description:
It was reported that during removal of the patients ICD, the atrial lead dislodged with increased pacing threshold and poor sensing. The lead remained implanted.